Event description:
The reporter indicated that a 12.6mm, vticm5_12.6,-9.5/+1.5/077, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020 as a replacement lens to correct low vault with rotation. It was reported that the rotation resolved but low vault is still noted. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
This product is not marketed in the us. No similar complaints were found. Claim # (B)(4).